Event description:
A patient reported missing segments with a one touch profile meter. Patient experienced feeling dizzy, sweaty and felt like throwing up. Patient has been reportedly using expired test strips. No further information has been reported.